Event description:
Major pump unit(s) involved: blood pump. Rvad thrombus; other component: blood pump; causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Type: both (in the same or visit).

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: component malfunction.